Manufacturer narrative:
In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of forceps elevator lever, the up/down knob could not be locked securely. Due to wear of angle wire, the bending angle in up direction did not meet the standard value. The connecting tube had a pinhole, adhesive around light guide lens was peeled. The adhesive around objective lens had a crack. The switch box had discoloration. Switch 1 had discoloration. Due to a pinhole on channel-tube, water tightness is lost. The body control unit demonstrated internal corrosion due to water leakage. Due to damage on the acoustic lens, displayed ultrasound image was defective. Due to damage on the ultrasonic probe, the number of missing elements exceeded the standard value. The charged coupled device (ccd) unit cable had limited length for repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope failed the leak test. The device was returned for evaluation. During the device evaluation, it was found that there was a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the acoustic lens and ultrasound probe could not be determined. Olympus will continue to monitor field performance for this device.